Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that they were told by a manufacturer representative to take out the recharger and then watch the dvd. After the implant surgery on (B)(6), the patient stated that the manufacturer representative told them the stimulator would not need to be charged until (B)(6). However, the patient stated the battery only lasted 4 days and they were left to figure out charging for themselves using the dvd.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The consumer reported there was poor telemetry or no telemetry with recharging. It was the patient's first attempt at recharging since implant, and the patient had no training and had not yet watched the dvd. It was reviewed how to reposition the antenna over the implant and not placing over bulky clothing. It was noted there was still gauze present. A recharge session was attempted and poor coupling was seen. The antenna was repositioned which resolved the issue. It was further reported that stimulation wasn't as strong as usual as of (B)(6) 2015. The implant was checked and stimulation was on, but the implantable neurostimulator (ins) battery was low. The patient increased stimulation from 4 to 4.10 volts and was going to continue to charge. Relevant medical history includes spinal pain.